Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 86-year-old male patient needing an impella cp for mechanical circulatory support. During insertion of the impella cp, it was difficult to insert the device due to angulation of the vessel, therefore serial dilation was performed. The impella cp sheath was placed, but there was kinking observed via fluoro at the distal end of the sheath. They were able to slide the impella cp past the kink while pulling back on the sheath. The physician was unable to cross the chronic total occlusion (cto) of right coronary artery (rca). A decision was made to not to proceed with intervention of the rca at this time. The impella cp was weaned and removed. Intervention could not be continued with the impella cp and it was explanted early.